Manufacturer narrative:
Concomitant medical product: (2)rymed needless connectors, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tri-port connector cracked. The customer further reported that the use curos caps on both end caps and connector caps, as well as, non bd needleless connectors that they are attaching the tubing set male luer into. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tri-port connector cracked was confirmed. Visual inspection of the set noted a crack along the length of the middle entrance at the area of engagement of the non-bd needleless IV connector. No other obvious damages or issues were observed. Functional testing confirmed leaking from the observed crack. Pressure testing resulted in no leaking. The cause was due to the use of alcohol from the curos cap in combination with over-torque (excessive tightening).

Event description:
The customer reported that the tri-port connector cracked. The customer further reported that they use curos caps on both end caps and connector caps, as well as, non bd needleless connectors that they are attaching the tubing set male luer into. There was no report of patient harm.